Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm on (B)(6) 2020. It was indicated that alternate site insertion occurred, which is off label usage of the device. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.